Event description:
It was reported that the user observed insulin leaking from the cartridge/reservoir of the ilet pump, which led to a high blood glucose of 337 mg/dl; the user stopped pump use, administered a subcutaneous dose of fast-acting insulin via pen, and planned to replace pump supplies. Symptoms included malaise associated with hyperglycemia. Outcomes included no health consequences or impact. Investigation of this case revealed leakage related to a seal and was associated with the reservoir component, consistent with a leak/splash device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.